Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the cgm was reading 120 mg/dl. The patient had neuropathy in her legs and couldn¿t move them. Her husband called for an ambulance after she became unresponsive. The ambulance arrived and emergency medical technicians (emts) checked a bg which was 67 mg/dl. She was given a glucose injection and kept overnight at the hospital where she was given a medication for nausea (the patient could not recall the name of it). She was discharged the following morning in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.